Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose of 321 mg/dl with difficulty waking up, polyuria and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient had surgery on (B)(6) 2018 and after the surgery the patient started to use the pump. The patient was told by their health care provider that the surgery could cause the blood glucose to rise. Customer technical support was unable to troubleshoot the basal delivery totals and the bolus records. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to issues with the pump. The pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings:. During investigation, the pump passed all required testing for delivery accuracy . The total daily dose reviewed back to (B)(6)2018 and add up correctly with basal program. No evidence of delivery malfunctions were observed. The pump was returned with a stripped battery cap that is unable to secure and power on the pump . All investigation steps were tested using a test battery cap.2.